Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 1615.9 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. A home health agency was refilling the patient¿s pump on (B)(6) 2017 and noted a volume discrepancy. The expected residual volume was 1.5 ml; the actual residual volume was 10.5 ml. The event logs were checked a noted motor stalls. The pump had stalled 9 times since (B)(6) 2017. The logs showed motor stalls and recoveries and stopped pump period may exceed tube set messages. The home health agency updated the pump twice and the active motor stall did not recover. The patient did not have any withdrawal symptoms. The patient had had mris, but the mris were back in (B)(6) 2016 and were not related the patient¿s infusion system. The hcp also stated that the patient was moved to a nursing because of falling which had started within the last month or two. The patient had had issues with getting their medication as the patient¿s wife forgot to give the medication to the patient. Per the hcp, this was not related to the patient¿s infusion system. The patient had oral baclofen and the hcp was going to discuss pump replacement with the doctor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The cause of the motor stalls was not determined. Per the clinician programmer, the last motor stall recovery occurred (B)(6) 2017 with no other stalls recorded. The cause of the empty pump alarm although there was 9ml of drug in the pump was not determined. It was unknown if the empty pump alarm had resolved.

Manufacturer narrative:
Patient code (B)(4) no longer applies.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient was refilled by a home infusion service, and they refilled the pump on (B)(6) 2017. They saw a tube set alarm and updated the pump. It was noted that ¿a couple of days later¿, the infusion hcp was contacted by the patient who stated that the pump had been alarming for a couple of days. Another hcp described a beeping, non-critical alarm and not a siren critical alarm. A manufacturing representative read the pump on (B)(6) 2017 but did not get a printout. The manufacturing representative wanted to know what the possible non-critical and critical alarms were. The plan moving forward was to replace the pump on (B)(6) 2017. The patient was being managed with oral baclofen. The patient experienced sudden withdrawal symptoms. The hcp pointed out that the patient was having withdrawal symptoms but not as significant as they would anticipate if the pump completely stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). Another motor stall was seen in the logs and occurred on (B)(6) 2017 and a recovery on (b)96) 2017. Then another stall was seen on the logs that occurred on (B)(6) 2017 and recovered the same day. It was reported that the pump was alarming for empty reservoir which occurred on (B)(6) 2017. The pump was accessed on (b)96) 2018 and there was 9ml of drug in the reservoir. It was reported that the plan was to replace the pump and possibly the catheter. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-jun-2017 and it was reported that the logs were checked and there were multiple stalls and recoveries noted in the logs. The patient was having episodes of being very tight and then lethargic. They couldn¿t determine the first stall as the first log was a recovery on (B)(6) 2017. There were multiple stalls and recoveries since then and the last stall was on (B)(6) 2017. The pump showed it recovered on (B)(6) 2017 at approximately 16:30. The plan was to replace the pump today, however, the patient had signs of somnolence, low blood pressure, and was ¿not very responsive¿, so they elected to not do the surgery at this time. The patient was being manage on oral baclofen during this time. The clinician noticed that the reservoir volume should be down approximately 8 ml since the pump was refilled on (B)(6) 2017; however, she checked the reservoir volume and it was at approximately 19 ml. They had filled it with 20 ml confirming that the pump had only been running for approximately 1 day. The patient was going to be admitted to a rehab facility temporarily until his symptoms subsided and then they would schedule the replacement surgery at a later date. No further patient complications have been reported as a result of this event.